Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08720 inches. No over delivery anomaly or under delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they prepared for training and he mentioned ambulance was called for an 18 mg/dl. Customer's current blood glucose value was 164 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with drink squeezed in glucose gel. Customer troubleshoot himself and basal rates were adjusted and that hospital thought he had an infection but there was no infection and had x-rays and was in the hospital for two days and was tested for covid. The device will not be returned for analysis.